Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had catheter. Customer's blood glucose at time of incident was 593 mg/dl. Customer was hospitalized with high blood glucose. The customer stated went the catheter was removed, it was noticed the cannula was bent. The customer was treated with insulin pen. The customer stated that the next day pump was restarted with new reservoir and catheter. In the afternoon, customer was again high at 492 mg/dl. The customer stated that catheter was removed and again cannula was bent and still no alarm on the pump. The customer recovered with a new lot number.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.